Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that this was a revision of a revision surgery due to patient fracturing their distal femur. Surgeon revised femoral components and needed to perform reconstructive surgery to repair patient's bone.